Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges adverse patient outcome associated with the hernia mesh used to treat the patient including disability, hernia, chronic pain, scarring, disfigurement and revision surgery. The adverse reactions section of the instructions-for-use (IFU) supplied with the device lists recurrence of the hernia as a possible complication. This MDR represents the bard/davol 3dmax (device #1). Additional MDR was submitted to represent the bard/davol 3dmax (device #2). Should additional information be provided, a supplemental emdr will be submitted. Device not returned.

Event description:
Attorney alleges that on (B)(6) 2018, the plaintiff was implanted with the bard/davol 3dmax meshes (products) in the course of a bilateral inguinal hernia repair surgery. Attorney alleges that further to the implantation with the product, the plaintiff suffered the development of hernia recurrence and chronic pain. Attorney alleges that on (B)(6) 2020, the plaintiff underwent corrective revision surgeries. It is alleged that the plaintiff "has suffered injuries, losses, and damages resulting from numerous defects in the product that create an unreasonably high risk of injury with severe permanent adverse health consequences." Attorney alleges the plaintiff suffered permanent injuries including scarring, disfigurement...", attorney alleges the plaintiff pain, suffering and permanent physical disability. It is alleged that the plaintiff continues to undergo medical care and treatment. It is also alleged that the device was defective.